Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered threshold suspend. Customer's blood glucose was 90 mg/dl sensor glucose was 56 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.